Event description:
During a right ischemic ventricular tachycardia procedure, it was reported that a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed. It was unknown the volume of fluid removed. The status of the patient was unknown. On (B)(6), received additional information requested from bwi representative stating that the patient required hospitalization and the outcome was an improvement. The physician's opinion regarding the causality of this event is procedure related and possible device related, however, not due to any malfunction of bwi products. The physician believes that there was an aneurysm at the apex and it might have contribute to the event.

Manufacturer narrative:
A) the device has been disposed by the customer. Since no lot number was provided, no device history record review could be performed. B) concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # unknown. Product: stockert 70 rf generator: us catalog # s7001, serial # unknown. Product: coolflow® irrigation pump: us catalog # cfp002, serial # unknown. Product: soundstar® 3d diagnostic ultrasound catheter: us catalog # unknown, lot # unknown. (B)(4).